Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error, low battery. The power management tool confirmed power error and low battery alarms were triggered when the loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Set the low reservoir reminder alarm for 50 units, installed a water filled test reservoir, and primed pump. Verified the test reservoir had 87 units left at the reservoir and on the display. Several boluses were programmed and delivered. The low reservoir alarm activated properly at 49.9 units left. No low reservoir alarm anomalies noted during testing. Insulin pump received with scratched case, pillowing keypad overlay, stained keypad overlay, missing display window cover, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed low battery and low reservoir alarms. The customer¿s blood glucose level was unknown. It also stated that rewind was performed and issue was unresolved. The insulin pump will be returned for analysis.